Event description:
The initial reporter contacted shiley to report that the patient's bjork-shiley 60 degree convexo-concave mitral heart valve was replaced. Subsequently, a copy of a cardiology evaluation done prior to surgery was forwarded to shiley from the initial reporter. The report indicated that the patient had been admitted to the hospital with fever, chills, tachycardia, tachypnea, and severe dyspnea. The report stated that it recommended that the patient have emergency mitral valve replacement surgery.